Event description:
During follow up, the pd nurse confirmed that the patient was admitted to the hospital on (B)(6) 2026 because she had a medical surgical procedure. Patient was unable to drain properly because the catheter was in the wrong spot. She mentioned that she thinks the patient is going to rest for pd for a time while her abdomen heals as the surgeon recommended having a break from pd. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).